Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not implanted. An error message was encountered during pre-implant interrogation of the boxed product, indicating that the device had entered a fallback/safety mode.